Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specs. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that during treatment with the nexstent carotid stent system, the stent was not delivered successfully and was not deployed to the intended location. The pt underwent treatment with the nexstent carotid stent with the filterwire ez trial device. The target lesion was in the right internal carotid artery location. There was an 82% pre-procedure stenosis, the lesion was 19 mm long, with a vessel diameter of 5.5mm. Pre-dilatation prior to filterwire ez placement was not performed, however, pre-stent balloon angioplasty was done, with a 40% residual stenosis. It was reported that the stent jumped forward when deployed. A second stent was needed to cover the proximal portion of lesion. The total stented length of the treated vessel was 55mm, final percent diameter stenosis was 11%. The pt was discharged home the following day. No adverse events were noted.